Event description:
It was reported that the lead was capped on (B)(6) 2017 due to extracardiac stimulation.

Event description:
New information received notes that the patient was stable with no complications.